Manufacturer narrative:
Product not intended for sensitive skin, labeling on box disclosed this.

Event description:
(B)(6) 2015 - the end user reported using the device to cover an inch sized gash on his back. After 2 days the area where he put the sticky part off the device was red and raised. When he pulled of the device it ripped off his skin causing bleeding. After four days the are where the device was still irritated and marked.